Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pain and swelling at the pocket site. The patient developed an infection. Nevro attempted to obtain a medical assessment regarding the nature of the infection but none was available. The device was removed and there have been no reports of further complications regarding this event.